Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of episodes indicated that the implantable cardiac monitor (icm) exhibited post sensed t wave oversensing. It was suspected that it could have occurred because the r and t waves might have been clipped. Programming changes were suggested. The patient was not seen in clinic yet. No intervention was performed, and the device remains implanted.